Event description:
It was reported that the procedure was to treat a lesion in an unspecified coronary artery. The co-pilot bleedback control valve (bbcv) was noted to be leaking at the screw (rotator). There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 - estimated date.